Event description:
Caller reported damage to tandem charging cable, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging to replace the damaged supplies with a 2-day shipping.